Event description:
The customer reported that during the excision of a cyst from the left cheek, the drape that was covering the pt ignited. Oxygen was in use at 4l and delivered with a nasal canula. It occurred when the hand piece (MFR unk) was activated. The prep used was betadine.

Manufacturer narrative:
(B)(4). The incident generator was tested and found to functioned normally and within specs. The customer was sent an operating room fire prevention packet.